Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a permanent out of range signal. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could not confirm the reported loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
In addition to the complaint receiver, the transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5202766) was returned on 06/01/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.